Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2016-00759.

Event description:
Device 1 of 2: reference MFR. Report # 1627487-2016-00759. Additional information received identified surgical intervention took place on (B)(6) 2016 at which time one of the patient's leads was explanted and replaced. As it is uknown which lead was explanted, all possible lots are being reported as such.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2.reference MFR. Report # 1627487-2016-00759.it was reported the patient is experiencing invalid impedances on one of his scs leads. Surgical intervention is planned for a later date to address the issue. As it is unknown which lead is involved, all possible lots are being reported.

Event description:
Device 1 of 2: reference MFR. Report # 1627487-2016-00759.